Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. The part number is not known at this time, therefore the gtin and 510k is not known. However, should it become available it will be provided in future reports.

Event description:
It was reported that the 90s wand and is breaking part within the cavity. It was not confirmed if all broken pieces were retrieved.

Manufacturer narrative:
Updates to: b1: "adverse event/product problem". B2: "outcomes attributed to ae". The device will not be returned for investigation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: material fragmentation. Probable root cause: non-conforming component, poor assembly process, misuse. Use errors, probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub excessive force used when inserting of removing probe, probe inserted into obstructed passageway, or any forceful impact to the tip of the probe with rigid objects excessive use of device beyond stated lifetime. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the 90s wand and is breaking part within the cavity. It was not confirmed if all broken pieces were retrieved.